Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will be scheduled for atrial lead revision/replacement in future.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing noise. The noise could be reproduced with isometric exercises. It was suspected that there was an insulation breach. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2019: it was further reported that the patient is enrolled in the product surveillance registry clinical study.